Event description:
My sister was injected with the filler, radiesse, and became blind in her left eye. This happened immediately during the injection. Dates of use: (B)(6) 2010. Diagnosis or reason for use: facial filler cosmetic. Event abated after use stopped or dose reduced: yes.